Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified stuck battery contact pins which would have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported problem which was observed during the device evaluation. The battery pins were stuck and did not rebound as designed preventing direct current operation. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had stuck wireless battery module pins. There was no patient injury or medical intervention associated with this event. No additional information is available.